Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair notes a g130 scaler had no water flow due to rust buildup in the solenoid preventing proper operation, poor water flow through the needle valve, also blockage in the handpiece cable causing restricted water flow and the handpiece was getting hot. No injury resulted.